Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnosis procedure was performed when the issue happened, and procedure was completed by moving the detector in a shift motion. A philips field service engineer (fse) inspected the system onsite and confirmed that system's right anterior oblique and left anterior oblique movements were intermittent. On troubleshooting, fse performed all the frontal stand current adjustments including detector shift current adjustments. To resolve the issue, fse performed the bodyguard calibration for the system. After performed the bodyguard calibration, system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the loss of motorized movement is resolved by manually moving the detector in a shift motion. If the motorized stand movements become unavailable, the user can move the stand manually using the detector in a shift motion. Manual movements are also described in the instructions for use. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's right anterior oblique and left anterior oblique movements were intermittent. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.